Event description:
Literature: vergani f, landi a, pirillo d, cilia r, antonini a, sganzerla ep. Surgical, medical, and hardware adverse events in a series of 141 patients undergoing subthalamic deep brain stimulation for parkinson disease. World neurosurg. Apr 2010;73(4):338-344. Summary: the authors reported a single center, retrospective analysis of complications in a large population of parkinsonian patients with a long-term follow-up (mean, 4.6 years). A total of 141 patients underwent bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) between (B)(6) 1998 and (B)(6) 2007. In this series, neither seizures nor extradural/subdural hematomas were observed. Reportable event: one patient presented a current dispersion at the connection between the electrode and the extension wire. Intraoperative electrical tests of resistance and current outflow were carried out for every contact of the electrode, showing its good functioning. The extension wire was then replaced, with a good reprise of stn dbs. This complication required a longer in-hospital stay for the patient.

Manufacturer narrative:
(B)(4).